Event description:
The customer reported the unit had a red x. The device was rebooted but did not come up fully. When the therapy cable is manipulated the red x goes away. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit had a red x. The device was rebooted but did not come up fully. When the therapy cable is manipulated the red x goes away. There is no reported pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.